Event description:
A distributor has reported to us that a customer detected a leak from the suction port of the rt021 catheter mount used with the breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The device has not been returned. Info provided is based on the event description and previous experience. Results - the suction port on the catheter mount uses a slit in a silicone rubber bung to allow the suction tube to enter and seals when not in use. Conclusion - it is possible that the slit was not sealing correctly when not being used or the silicone rubber bung was not fixed in place correctly. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0047%.